Event description:
Started having lower pain after implantation. About two months ago, started having sever abdominal pain, even my hips hurt. My periods went from 4 days to two weeks with a lot of spotting. My left lower side right above of my pelvic bone bulges occasionally and hurts constantly. I also gained 10lbs in a month and have been exercising daily and can't loose anything. (B)(4) update on 2014-06-30: (B)(6), I had both coils and tubes removed because the essure was expelling itself due to the fact it was never implanted correctly.